Manufacturer narrative:
Returned device was received in good physical condition. No defects or damage was found when visually inspecting the sample. During the evaluation of the device, a leak was found fleeing from the air vents of the filter in the sample. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical administration set was noted to be leaking from the tubing filter. This was noticed during the morning dose. The patient tired taping the filter to help with the leaking but that did not work. There were no reported adverse events.

Event description:
Information was received indicating that a smiths medical 94" spike tubing was leaking from the tubing filter. The patient noticed this during his morning dose. The patient attempted to tape the filter but this did not resolve the issue. There were no adverse events reported.